Event description:
It was reported by service report that the jack cannot be pumped up due to broken pump pedal assembly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pump pedal assembly, groove pin.